Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician suctioned the varix then deployed the first band. The suction was release and the physician noticed that the band had misfired; missing the varix and had fallen into the patient. The same issue occurred with the second band. The device was removed from the patient and another speedband superview super 7 device was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Reported issue of bands misfired. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.